Manufacturer narrative:
Device evaluated by MFR: the epic device was returned for evaluation. The device was received with the stent partially deployed. The investigator removed the safety lock and successfully deployed the stent without issue. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. The investigator opened the handle and no issues noted. No other issues were identified with the device.

Event description:
It was reported that stent premature deployment occurred. The 100% stenosed target lesion was located in the mildly tortuous and non-calcified portal vein. An 8x60x75 epic vascular stent self-expanding was selected for use. Upon insertion of the stent into the lesion through the 7fr sheath, the outer shaft retracted before reaching the target lesion, causing the stent to begin to deploy. The use of the stent was discontinued before it could be pressed against the vessel. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent premature deployment occurred. The 100% stenosed target lesion was located in the mildly tortuous and non-calcified portal vein. An 8x60x75 epic vascular stent self-expanding was selected for use. Upon insertion of the stent into the lesion through the 7fr sheath, the outer shaft retracted before reaching the target lesion, causing the stent to begin to deploy. The use of the stent was discontinued before it could be pressed against the vessel. The procedure was completed with another of the same device. There were no patient complications as a result of this event.